Event description:
The customer reported that the insulin pump alarmed motor error during bolus and basal delivery. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.